Manufacturer narrative:
After battery installation, the unit displayed a big black spot right in the middle of the lcd screen. Upon further examination of the interior of the unit, there was heavy corrosion on pcb1 particularly around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the black spot. Device received has a crack on the battery tube which extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible, and the thin plastic strip located above the lcd display is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and blank display anomaly. The customer¿s blood glucose was 147 mg/dl. Customer states the insulin pump was exposed to moisture and the insulin pump was unresponsive. Customer went into the swimming pool and the insulin pump stopped working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.